Event description:
The customer reports that at the end of a patient procedure the x-ray system shut off on its own.

Manufacturer narrative:
(Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.